Event description:
It was reported that the unspecified quantity of clearlink system non-dehp solution sets were leaking at the drip chamber and distal y-site port below the pump. The sets leaked during an unspecified chemotherapeutic solution infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred middle of (B)(6) 2022. Lot number: the reported lot numbers 2r1l04147 and 421l04147 are not valid baxter lot numbers; therefore, the lot number is reported as unknown. The user facility submitted medwatch mw5109798 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.